Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problems: operating system doesn't start. Filling water. Cycle take much more time than the other laser units.